Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence, the investigation determined that the reported complaint was due to a degraded internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient involvement reported.